Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was at 484 mg/dl and she was feeling tired and not well. Troubleshooting was performed with the insulin pump. Upon removal of the customer's insulin infusion set, it was found that the cannula was bent. She was advised to change the entire set, reservoir and insulin to treat. The customer did not have a tubing clamp to complete troubleshooting. The customer treated and her blood glucose was 433 mg/dl. She was advised to continue monitoring her blood glucose. Nothing further reported.